Event description:
The user facility biomed reported that after performing a preventative maintenance (pm) service on the device. The device's user interface module (uim) is intermittently blank.

Manufacturer narrative:
The user facility biomed reported to the carefusion technical support specialist that he had tried a different hssc cable with no improvement but when he tried a different user interface module (uim) the issue went away. The carefusion technical support specialist advised the user facility biomed that the device's user interface module (uim) would need to be sent into the carefusion factory service department for repair. The user facility biomed explained that he would call back with a purchase order (po) number to send the user interface module (uim) in for repair. As of 06/18/2015 the user facility biomed has not called back to provide the purchase order (po) number and to make arrangements to send the user interface module (uim) in for repair.

Manufacturer narrative:
The alleged faulty user interface module (uim) was received and routed to the carefusion factory service department for evaluation. The carefusion factory service technician evaluated the user interface module (uim) and was able to reproduce/verify the reported issue. The carefusion factory service technician determined that the cause of the issue was a malfunctioning control pcba within the user interface module (uim). The carefusion factory service technician replaced the control pcba and ran the user interface module (uim) through a complete checkout per the factory service procedures. Upon completion the uim (user interface module) was returned to the user facility ready to be reinstalled on the device so that it can be placed back into service.